Manufacturer narrative:
Additional information received: the patient has no discomfort and the tooth has not been extracted. The tooth was filled and will be follow up on. The device has been discarded and cannot be returned for investigation. This is a follow up report for this additional information. Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1764177). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (motor setting not communicated), overuse (file used 15 times before it breaks according to the customer), excessive wear (multiple reuses may have worn out the instrument forcing the user to apply more pressure on the file during treatment), or material issue (no analysis of the broken fragments possible).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold f1 21mm ster file broke during use. The broken part could not be retrieved. There is a risk of tooth extraction in a later stage. Further information requested.